Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the device had a full height cubie drawer in zone 13 was not detecting. The field service engineer replaced the module controller, and the new module controller successfully detected the drawer controller. The issue caused a delay in dispensing medication to the patient. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a pyxis medbank system had a drawer issue. The customer stated that the cubie drawer 13 is not recognized (yellow), keys are available on site. The issue was causing a delay in dispensing medication to the patient. There were no adverse events or injuries reported based on this event.